Manufacturer narrative:
The investigation for the reported issue of low pump flow has been completed. The impella device was received for evaluation. A visual inspection of the pump did not reveal any issues. No kinks or biomaterial were found. The failure mode could not be re-created in the lab and no logs were returned. Based on the provided clinical information, the root cause of the low pump flow was most likely improper positioning of the device. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During the support low pump flow was seen due to clot formation. The pump was removed and replaced. No patient harm was reported.